Event description:
An (B)(6) male pt underwent aaa and left common iliac artery aneurysm repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was not suitable for the procedure since the angle to the long axis of aneurysm was 70 degrees. Moreover, the pt had ischemic heart disease as a complication before procedure, and pulmonary disease, renal disease and hyperpiesia as anamnesis. Final angiography revealed an endoleak flowed like a straight line from the bottom of third stent. The physician considered it as type iii endoleak was resolved and the procedure was completed. The pt is fine after the procedure.

Manufacturer narrative:
No consequences to pt reported. Endoleak is listed in the instructions for use. Event is still under investigation.